Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer made follow up phone calls to assure customer received the new product replacement. Customer expressed satisfaction with the results and performance of the new product. Customer will not return the complainant product for evaluation since customer throw it out. Customer returned a non complainant product.

Event description:
Customer complains of high results. The customer's husband is calling on behalf of the customer. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 80-120mg/dl fasting. Verified the strips expired 8/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory (B)(6). The customer recently had a stroke. The customer also stated that the date and time has not been setup (wrong date/time).